Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: thrombosis. Device issue: no device malfunction has been reported. The following was noted during an article review that at the eight month follow up visit, the patient presented with stent thrombosis. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. Thrombosis, as listed in the IFU is a known adverse event associated with coronary stenting. This known patient effect is not necessarily an indication of a product quality issue. As there was no reported device malfunction, there does not appear to be any quality indications of a sds quality problem. Given that the incident information was documented from information found in an article, and a follow-up to the author of the article did not yield additional information, a conclusive root cause for the reported patient effect and the relationship to the device, if any, cannot be determined. There was no reported device malfunction.